Manufacturer narrative:
Later, the battery returned to a "ready" status in lifenet. The root cause of the reported issue was likely a depleted battery, although it was not confirmed. The device remains in service with the customer.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation so the reported issue could not be verified and the cause could not be determined. As requested, physio provided a replacement battery kit.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.